Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 200 laser fiber, it was noted that the tip of the fiber was already broken when it was removed from the package. There was no packaging damage noted. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.